Event description:
It was reported that the patient mistakenly injected 200 units of insulin subcutaneously. The patient was hospitalized and required treatment in the ICU. Per instructions for filling a pod with insulin, the pod needs to stay in the package, and should only be filled with the 2ml syringe included in the kit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.